Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an iliac stenting interventional procedure using a 6f sheath. Reportedly, the suture wire was not fixated in the vessel wall. [The suture did not capture the vessel wall]. When the prostyle device was removed, the [suture] came out and was seen on the table. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture did not capture the vessel wall¿ was confirmed based on the knot being fully formed and both cuffs engaged. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.